Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery alarm or verify rewind, missing segment and time clock anomaly due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly. Device received with cracked battery tube threads. Cracked lcd window, cracked reservoir tube lip, cracked case display window corner and cracked belt clip slot. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump alarm was not loud. Customer stated that they barely hear or not hear it all. Customer stated that insulin pump's rewind was loud. Customer stated that insulin pump had rainbow effect on screen. Customer stated that they received unexplained no delivery alarm. Customer stated that clock of insulin pump was slower and plastic chips off when the were changing the reservoir. No harm requiring medical intervention was reported. The device will not be returned for analysis.